Event description:
Inserted the 20g one inch jelco (bd nexiva) into a left arm vein and was unable to withdraw the metal cannula from the IV. The jelco was removed and another IV was inserted.what was the original intended procedure?start an IV line.